Event description:
It was reported issues with air-in-line alarms during tpn infusion. The clinician stated that tpn comes from their "pharmacy to the nicu cold." They warm before hanging. This was reported to bd representative during their site visit. There was patient involvement but no harm. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.